Manufacturer narrative:
There was no adverse patient involvement reported. There was no patient information reported. A ge service representative performed an on site investigation. The failure could not be duplicated. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the system 9800's c-arm had intermittent problems with vertical lift. There was no adverse patient involvement reported. There was no patient information reported.